Manufacturer narrative:
The insulin pump received with unexpected battery power loss and had high sleep current due to moisture damage on electronic assembly. The pump passed the displacement test, rewind test, prime or seating test, basic occlusion test, force sensor test and occlusion test. No unexpected occlusions or insulin flow blocked alarm or pump error noted during testing.

Event description:
The customer reported via phone call that the insulin pump had motor current error detected.. The customer's blood glucose level was unknown. The customer stated that they were able to clear the alarm. The customer also stated that they was able to rewind the pump. Customer states the insulin pump was not dropped or bumped. Customer states alarm occurred during basal delivery. The troubleshooting was performed and self test was passed. The insulin pump will be returned for analysis.